Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power cord was not working, and a little bit burnt or melted. A boston scientific company representative discussed with the patient and opted to replace the power cord. The communicator is still in service. A return label was sent. No adverse patient effects were reported.

Event description:
It was reported that the communicator power cord was not working, and a little bit burnt or melted. A boston scientific company representative discussed with the patient and opted to replace the power cord. The communicator is still in service. A return label was sent. No adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation against the communicator was confirmed. The returned communicator power adapter showed signs of electrical overstress and one prong was missing. The power adapter behavior was consistent with a high-power electrical overstress event. The adapter was unable to power the communicator due to an internal anomaly. If information is provided in the future, a supplemental report will be issued.